Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced chronic pain, discomfort, pelvic tissue and organ erosion, chronic inflammation, inability to walk properly and be physically active, inability to have sex or sex without discomfort or pain, postural problems, recurrence of bladder prolapse, tender vaginal scars, fatigue, stress, depression, anger issues, anxiety, and weight gain. The patient underwent a procedure in 03/2010 to have the mesh removed, followed by two more corrective surgeries. The patient stated that additional procedures are planned.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.